Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227. D10. Concomitant medical product tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm and 63545336.

Event description:
El doctor reports that both dental implants had to be removed because both of them fractured at the neck. The affected tooth positions are #16 and #26. The procedure was not completed with the placement of two other implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d4: additional device information, g1: contact office (and manufacturing site for devices) contact name and email, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem. Zimvie received one (1) tsvb10, tapered screw-vent implants. With mtx surface for evaluation. Visual evaluation was performed. Product had signs of use., damage to the implant was identified. Implant¿s collar was fractured. A fractured screw was identified inside implant. This complaint refers to the tsvb10, tapered screw-vent implants with mtx surface. Device history record (DHR): review was completed for the subject lot number#: 63545336. No deviations or non-conformances. Which, could have caused or contributed to the reported event were noted, as part of the DHR. Complaint history: review was performed, for the reported lot number#: 63545336, for similar events. And one other complaint was identified ((B)(4)). Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review. The most likely root cause determined, from the investigation was long-term parafunctional habits (e.g., clenching, bruxism and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, device malfunction did occur. The implant¿s collar was fractured and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required. As the complaint investigation did not confirm, the product was nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified, through the investigation performed. At this time, the complaint investigation has been completed. And the record will be closed. If additional information is received, the record will be re-opened for further evaluation.